Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support and performed a checkout of the equipment and a review of the logs. Although the alarms were in the logs the failure was unable to be duplicated. The flow sensors were recommended for replacement. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 9/8/17 phone call, 9/11/17 phone call, 9/12/17 phone call.

Event description:
The hospital reported the unit alarmed and lost the ability to ventilate in pressure mode. There was no report of patient injury.